Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/oct/2016. The reported events of lymphadenopathy and capsular contracture grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: left side rupture due to car accident, enlarged lymph node with silicone in the left axilla, with capsular contracture baker grade IV, ""inflammation of the enlarged nodes in the breast" , "there was a silicone deposit in the regional axillary of lymph node". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side rupture due to car accident enlarged lymph node with silicone in the left axilla, with capsular contracture baker grade IV. The manufacturer of the device is not known. The device has been explanted. Patient representative later reported ""inflammation of the enlarged nodes in the breast" and "there was a silicone deposit in the regional axillary of lymph node". Rupture is considered not device related.